Event description:
Complete care not sure the specific model. Customer purchased at shoppers in ontario, customer stated that the toothbrush started on fire/burnt by the power button, no injury, customer took back to the store.